Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent noise was observed on the stored electrograms. No therapy was delivered. Noise was not reproducible with isometric testing. Lead fracture suspected. The lead was capped and replaced.